Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional heart pump procedure. Reportedly, during step 4 resistance was felt when it was attempted to retract the device. Force was applied and the device was retracted. An 0.035" non-abbott guidewire was reintroduced when the guidewire port was visible at the skin level. It was then noted that the anterior foot was not completely closed. The artery seemed to be damaged/enlarged, which led to higher bleeding. A second prostyle device was placed. Steps 1-4 were performed without issue and the device was retracted easily. The 0.035" non-abbott guidewire could not be inserted. The device was retracted further, and it was noticed that the anterior foot was also not completely closed. The intervention procedure was stopped, and suture management was started. The knots of both prostyle sutures were advanced and locked to repair the torn vessel and to achieve hemostasis. An angiogram showed good results. The patient is doing well. There was no reported adverse patient sequela; however, a clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional prostyle device is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty retracting the foot and difficulty inserting the guide wire were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.